Event description:
Caller reported damage to pump housing and usb port, which affected charging capability, though the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump; they ensured the customer would continue using the current pump until the replacement arrived. The customer received instructions for returning the problematic pump and on handling the new one, including updated software advisories.